Event description:
The company was informed that the recipients reportedly elected to have their device explanted due to poor performance and retroauricular pain. The recipient was reportedly an inconsistent user. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Post explant surgery, the recipient was reportedly prescribed a seven (7) day course of augmentin, as a precaution, due to pain and fever. The recipient is reportedly healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.